Manufacturer narrative:
(Corrected data): health professional was checked unintendedly incorrect. Instead, it should be consumer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort (described as electric like feeling) with the scs system. The patient stated discomfort stays always but increases with charging the ipg. Troubleshooting was tried to no avail. Replacement charger did not resolve the issue. As a result, surgical intervention was taken where in the scs system was explanted.